Manufacturer narrative:
A4 - patient weight not provided by customer no further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient could not come off bypass with left ventricular assist device (lvad) device on. Right ventricular assist device (rvad) centrimag was placed and lvad flows returned.